Event description:
It was reported, during the implant procedure, it was not possible to obtain adequate sensing values with the lead with analyzer and device. However, threshold and impedance depicted good values. Several repositionings with this lead to mitigate the problem was completed, however, with same unfavorable results. Consequently, this lead was withdrawn and replaced. Initially with the replacement lead, sensing difficulty occurred as well. However, after third repositioning, adequate sensing values were obtained, and this lead was totally implanted. No patient complications have been reported as a result of this reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported, during the implant procedure, it was not possible to obtain adequate sensing values with the lead ((B) (4)) with analyzer and device. However, threshold and impedance depicted good values. Several repositionings with this lead to mitigate the problem was completed, however, with same unfavorable results. Consequently, this lead was withdrawn and replaced. Initially with the replacement lead ((B) (4)), sensing difficulty occurred as well. However, after third repositioning, adequate sensing values were obtained, and this lead was totally implanted. No patient complications have been reported as a result of this reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Corrected event description. Corrected device codes. Evaluation summary: (B)(4): helix disengaged from helical channel, and tip seal observation; full lead returned and analyzed. The helix will not fully extend due to being over-retracted and it appears to be slightly compressed(due to over-retraction). This would most likely not affect the reported sensing problems. Also, blood in/on helix/lobe mechanism (sleeve head).